Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble detector. A livanova field service representative was dispatched to the facility to investigate the device and was not able to duplicate issue. The representative changed out bubble sensor and verified the system was working properly per service manual specifications. According to customer, the bubble sensor was not alarming or adjusting flow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor is not working during set up. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review was performed and revealed that no similar events were identified on this device, therefore the affected bubble module had never been replaced since installing the s5 console in 2020. Based on investigation's results of previous similar complaints, bubble sensor under-sensing issue can be caused by: - a defective bubble sensor cable; - a defective bubble sensor module; - bubble sensor not properly connected to its module (user error). Based on above, the most likely root cause of the reported event is a failure of the bubble sensor.